Event description:
It was reported that the patient's device was showing high impedance prior to an MRI scan. The physician disabled the device stimulation due to the high impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the explanted generator and lead were discarded by the facility. No further relevant information has been received to date.

Manufacturer narrative:
Describe event or problem - corrected:the initial MDR inadvertently did not include the relationship between two submitted mdrs.

Event description:
The report of high impedance captured in the initial MDR is potentially related to the patient not being able to tolerate even low settings of the generator captured in MFR. #1644487-2018-02215. An implant card was received that indicated that the patient's generator and lead were replaced due to the high impedance. The suspect device has not been received to date. No further relevant information has been received to date.